Event description:
Customer reports a seven-day infusor filled to 90ml with hydromorphine and 5% dextrose in water overinfused 20 hours earlier than the anticipated 7 days. Customer reports no pt injury.